Event description:
It was reported that they were getting lines on images causing the patient to be re-exposed. It was determined that the vta should be replaced. Once this was done the system is working as intended.